Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, smart device and the receiver that occurred on (B)(6) 2016. Advised patient to verify that the transmitter ID was entered correctly into his receiver. Advised the patient to stop the sensor session and paperclip reset the receiver. Pairing was never completed on the receiver. The patient was then advised to forget devices in the bluetooth settings, turn bluetooth off and on, remove and reinstall the g5 application, and then manually enter transmitter ID by hand. Pairing was never completed on the application. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. Data log review was repeated at time of device evaluation and confirmed the reported event of loss of connection. A root cause could not be determined.